Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentrations for urine and serum and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported an unconfirmed false negative hcg result using the consult hcg urine/serum combo cassette. Although requested, no additional information was provided. Although the customer was unwilling to troubleshoot, the customer was advised of potential limitations, such as hydration status as very dilute urine specimens may not contain high enough levels of hcg to produce positive results.